Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed a separation between the 4-inch tubing and component flow regulation device. The reported condition was verified. The cause of the condition was due to lack of solvent applied in the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system extension set was detached (separated) from the control-a-flo regulator component. This was observed when setting up the line prior to connecting to the patient; further described as ¿the event happened by pulling up the line before installing it to the patient¿. There was no patient involvement. No additional information is available.